Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were received. One photo was provided. One photo shows the syringe connected to a device. Based on the photo sample, it is not clear what is the issue or what is limiting the ability to get the connection done. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure with the photo provided. This is the 1st complaint for lot # 9336315 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: the failure mode could not be verified and the root cause could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that during use, the bd syringe luer-lok¿ tip was deformed and the closed system "spiros" device wouldn't seat properly on it as a result, due to requiring "1.5-2 threads". This caused the administration of "doxorubicin" to pool in the hub of the syringe near the base of the "spiros", but it did not leak out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "so recently we have had two issues with the 20ml bd syringe. One being for lot 9149641, as in the bottom picture, there is some filth near the plunger of the syringe. Second piece is more an issue we have seen before with bd syringes in certain sizes that our current closed system device(spiros) doesn't seat properly, usually requires 1.5-2 threads. This recently caused an issue when administering the chemotherapy doxorubicin by drug residually pooling in the hub of the syringe/base of the spiros. Luckily this did not result in a leak but it eventually will as we saw with the bd line before with spiros."